Event description:
The customer reported that during a gynecological procedure, the device jaws could not be re-opened. The site contact did not indicate whether the device was applied to tissue when this occurred. Add'l questions have been asked to the customer. There was no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.